Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl suspected.

Event description:
Regulatory affairs reported unknown side "case of pathology-confirmed anaplastic large cell lymphoma (alcl)." Device has been explanted.